Event description:
User facility reports incident in which staff noted air bubbles in the extracorporeal circuit after rn administered 200 cc saline flush. No machine air detect alarm occurred. Treatment was stopped while staff cleared the line of bubbles. Pt was hooked back, up to dialysis but flow had not been started prior to pt complaining of shortnes of breath and left sided chest pain. Pt's pulse oxygen dropped to 84%, heart rate 110. Pt was turned to their left side and placed in trendelenberg position. Rapid response team was notified. Stat EKG was performed as well as stat lab work drawn. Pt was given nitroglycerin 1/150 x 2 for chest pain. Pt was transferred to ICU. It was believed that pt sustained an air embolism. Pt's condition improved and pt was subsequently discharged from hosp. Lung scan and chest x-rays apeared normal. No defects or leaks were found on the returned complaint sample. It is possible that the air was introduced into the system by staff when saline was administered. Additionally, this is considered a machine issue as the machine is expected to appropriately alarm and shut down if air is detected in the venous chamber.